Event description:
Customer's wife called to report her husband was "sweaty, twitching and moody," with most recent adc meter reading of 169 mg/dl: paramedics were called, and by the time they arrived, reading was 40mg/dl and her husband was transported to the hospital. The course of the hospitalization is unk.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.